Manufacturer narrative:
The customer's complaint was duplicated during failure analysis; the device overheated during testing. Further investigation revealed a damaged motor, rotor drive shaft and other component parts. Rotor rub, damaged spindle housing and corroded motor cartridge were identified as the probable cause of the failure. The damaged parts were replaced, preventive maintenance done and the device was repaired and returned to the customer.

Event description:
The core impaction drill was sent in for evaluation because it was getting warm during a procedure. No adverse event was associated with the device; another device was used to complete the procedure without any procedure delay.